Event description:
It was reported that no telemetry could be obtained from the device. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explatnation/reimplantation surgery was performed. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.